Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The device involved in the event was not returned, it has been discarded; therefore a return sample evaluation is unable to be performed. Knotted jejunal tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient reported that the peg-j tube collapsed on (B)(6) 2017. On (B)(6) 2017, peg j tube was replaced due to it being knotted.